Event description:
General dentist during root canal of tooth# 20 improperly administered sodium hypochlorite which leached out of my tooth into surrounding tissue and nerve. Product was vista dental products chlor-xtra containing 6% sodium hypochlorite.